Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 5th november, 2022 getinge became aware of an issue which was related to the getinge air glide system (ags) used with the 88-series washer disinfector. As it was stated, the washcart fell from the unloading conveyor to the floor. The docking pin at the end of the unloading conveyor was dislodged. The pin stuck and the wash cart fell to the ground without stopping. The docking unit was replaced and the unit was returned to the service in full working condition. There was no injury or damage reported, however we decided to report the issue based on a potential as washcart falling to the floor could bring a hazardous situation for the operator and lead to serious injury if the situation was to reoccur.

Manufacturer narrative:
On november 5th, 2022 getinge became aware of an issue with getinge air glide system (ags 2.0) with the serial number (B)(6) manufactured on november 16th, 2016 used with the 88-series washer disinfectors. As it was stated, the cart fell to the floor from the ags 2.0. The ags 2.0 is a automatic and flexible loading and transport system for the washer-disinfectors. The reported issue is related to a cart falling to the floor from the automatic unloading conveyor. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. We are not aware if the described issue caused or contributed to any serious injury or worse, however we report the event based on the potential of serious injury if the situation was to reoccur. We were also able to establish, that the end stop pin was dislodged and stuck in down position and it consequently led to the situation where the cart fell to the ground. A getinge service technician visited the customer site, investigated the problem, and replaced the affected part. The device was tested and returned for use in a fully operational state. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).